Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received excessive motor error alarms and no delivery alarms. Customer's blood glucose was 125 mg/dl. During troubleshooting for motor error alarm, customer was able to rewind insulin pump. Customer was advised that excessive no delivery alarms may be due to excessive motor error alarms. Customer also reported of being hospitalized on (B)(6) 2016 with blood glucose of 38 mg/dl. Customer attempted to treat low blood glucose with food but was not successful. Customer was advised to monitor insulin pump and to consult with healthcare professional regarding unexplained low blood glucose.

Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside the device and it passed.